Manufacturer narrative:
It was reported by the facility that during a procedure the suture 'shredded during the tendon transfer and had to be removed intraoperatively'. According to the facility the patient is reported to be doing 'fine'. Per the facility there was no injury noted. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that during a procedure the suture 'shredded during the tendon transfer and had to be removed intraoperatively'.